Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker had a couple pace impedance spikes, in which, the pacing impedance were greater than 2000 ohms. The lead was programmed to pace in the unipolar configuration; however, the patient received stimulation in this configuration. Thus the lead was programmed back to the bipolar pacing configuration. The lead was tested. No noise was present and thresholds were good. The physician decided to program the high impedance alert off, as the patient paces a small percentage, in the atrium. No adverse patient effects were reported.